Manufacturer narrative:
On 4/9/2021, the product investigation was completed. It was reported that during an afib ¿ paroxysmal ablation procedure, while exchanging the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large, the valve diaphragm was ¿sucking in air¿. The physician put thumb over the valve and changed to a competitor's sheath to continue the case successfully. No interventions were required. Device evaluation details: visual analysis of the returned product revealed that no damage or anomalies were observed on vizigo sheath. Per the event, several tests were performed. The flow pump was tested and no issues were observed. In addition, the product was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. No malfunction was observed during the product analysis. The instructions for use contain the following recommendations: ¿before inserting the sheath into the patient, flush the sheath and dilator with heparinized normal saline to remove air bubbles and any potential particulate. After the sheath is in the left atrium of the patient, maintain a constant flow of heparinized normal saline to the sheath to minimize the risk of air emboli. Flush and maintain continuous saline". The event described could not be confirmed as the device was returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. A device history record review was performed for the finished device 00001535 number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that during an afib paroxysmal ablation procedure, while exchanging the carto vizigo" 8.5f bi-directional guiding sheath large, the valve diaphragm was sucking in air. The physician put thumb over the valve and changed to a competitor's sheath to continue the case successfully. No interventions were required. There were no patient complications as a result of the product issue. The patient was awake and moving extremities, though non-verbal, and headed to recovery area. Air flow back into the side port is MDR-reportable.

Manufacturer narrative:
On 3/12/2021, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).